Event description:
Procedure: distal pancreatectomy. According to the rptr: the sulu fired properly. The surgeon inspected the staple line and saw that the lateral tissue to the staple line had been cut about 1/4 inch to 1/2 inch of the staple line. Bleeding was reported. The surgeon over sewed the tissue cut lateral to the staple line, sutured, and used cautery.